Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The ez change valve was replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the co2 readings were not stable. There was no reported patient injury.